Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged and was successfully repositioned. Associated with this was low amplitudes and low but not out-of-range impedance measurements.